Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the plunger went over or under the lens and it tore the back haptic off. In the surgeon's opinion, the event occurred due to the iol being thick. It was reported there was patient contact and the procedure was completed the same day.

Manufacturer narrative:
Product evaluation: the lens was returned inside a small plastic specimen jar with a screw top lid. The jar was returned in a bag along with the opened, folded lens carton. Solution and a small amount of what appears to be blood is observed on the lens. One haptic is broken from the optic in the gusset area and not returned. The optic is torn/cut into two portions. The lens was cleaned with lphse to attempt edge inspection. The full haptic and both optic portions met specification per the approved template. The broken haptic was not returned to conduct edge thickness inspection. All product and batch history records are quality reviewed prior to product release. The file indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The reported broken haptic damage was observed. The reported "lens thick" was not observed with the returned lens portions. A lens thickness inspection was attempted with the returned broken portions. The full length, undamaged haptic and the optic were within specification per the approved template. The one broken haptic portion could not be re-evaluated because it was not returned. The root cause for the complaint was most likely related to a failure to follow the dfu.the viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).